Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer examined the system remotely and determined that system was unable to boot up. The customer swapped drive slots, updated the system but it was not booting up and generator was also not available. The remote service engineer advised that the issue was most likely due to defect in host pc. The customer has tried with new host pc and the system was returned to use in good working order. The customer has declined quote and therefore no further actions will be taken via philips. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the device was not booting up successfully. The device was not in clinical use at the time of the event. No harm has been reported to philips.